Event description:
The customer says that the mx450 intellivue pt monitor was going into standby with no user input. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.